Event description:
Customer reports 2 incidents of blood leaks on dry-pack dialyzers in 2001 at the onset of patient treatment. Noted by blood leak alarms and visible blood in the dialysate. Treatments continued with new dialyzers and new bloodlines without incident. No patient injuries or medical intervention reported.